Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive, real time operating system, general purpose operating system and the workstation backplane were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure, the system locked up. No pt injury was reported.